Manufacturer narrative:
(B)(4). The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose. The customer's blood glucose at the time of incident was 508 mg/dl. Customer treated high blood glucose with insulin pump and manual injection. Customer¿s current blood glucose was 135 mg/dl. Customer stated they did experienced symptoms related to high blood glucose such as nausea. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at the time of event. The insulin pump will not be returned for analysis.